Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
This supplemental report is being filed as the evaluation result code and evaluation conclusion code have been updated.

Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This record will be updated upon return and completion of analysis.

Event description:
It was reported that there was noise noted on the right ventricular (rv) lead connected to this pacemaker. The noise was able to be reproduced with isometrics and there was oversensing of the noise, however it was reported that there was no pacing inhibition. The rv lead was surgically abandoned and replaced. This pacemaker was explanted and replaced as part of a therapy upgrade. No additional adverse patient effects were reported.